Event description:
It was reported that at the patient's post operative exam, she was found to be farsighted. The intraocular lens (iol) was explanted and replaced with the same model lens, a different diopter size. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens (iol) met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half; no optical deviations on the optic parts could be found.the lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, therefore no production related cause is expected. The condition of the returned lens precluded a diopter measurement.(B)(4): placeholder.